Manufacturer narrative:
The user reported that the transmitter melted while being charged in europe. The transmitter and usb cable were returned to senseonics for investigation. Visual inspection of the returned transmitter revealed melted housing in the region surrounding the micro-usb port. Despite the observed damage, the transmitter remained functionally operative. Evaluation of the transmitter battery indicated that battery capacity was within acceptable limits. Inspection of the returned usb cable identified physical damage and melting; the cable was unable to charge the transmitter. Review of user-supplied photos showed that a non-standard usb charge adapter was used to charge the transmitter, which likely resulted in voltage surges, increased power dissipation at the micro-usb interface. This condition likely contributed to localized heating and melting of the transmitter enclosure in the usb port. B4. Date of this report 03 jan 2026. G3. Date received by the manufacturer? 03 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1437. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that the transmitter melted after being connected to a charger while in europe. Based on the review of notes, photos, and dms data, the transmitter was found to be damaged and no longer usable. An RMA was authorized for the return of the transmitter for further investigation.